Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. Part not received.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and caused a 10-minute delay to the surgery. It was reported that the site did 3 registrations. They got a 1.9 registration error and checked the tip of the nose, but it was displaying 3-5mm anterior off the skin. In the sinus it showed 3mm anterior. They did a 3rd registration and got a 2.2mm inaccuracy. The area of interest was larger than the 3rd registration and the surgeon said it was more accurate. The surgery was was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Software analysis was completed and it was not possible to determine probably cause. Review of the archives of the registration model was performed and all registrations had good consistent trace pattern on the nose and forehead. Registration accuracy was 1.7mm to 2.2mm. It was not possible to assess the navigation accuracy. If information is provided in the future, a supplemental report will be issued.